Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a motor error alarm during a bolus delivery. Customer's blood glucose was 170 mg/dl. She also stated she was able to complete rewind sequence. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was unable to complete the prime test due to protruded/loose drive support disk. No motor error alarm. The motor passed motor test. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners, broken belt clip slot and cracked reservoir tube lip.